Manufacturer narrative:
Results of evaluation: conclusion: the instrument was cycled repeatedly without incident. Reported incident could not be duplicated. No conclusion could be reached as to how the incident occurred. Comments: co reviews each incident in an effort to continously improve co's products.

Event description:
During a myomectomy the safety shield on the 512sd did not function properly. The trocar safety shield was disengaging when being pushed into the incision. A second device was opened to complete the procedure. There was no consequence to the pt.